Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 38 mg/dl. She ate a candy bar and her blood glucose level went up to 130 mg/dl. The customer experienced many low blood glucose levels due to the type of diabetes she has. The device was not returned.